Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back slightly into the coronary sinus the week following implant. Pacing thresholds had risen and the patient was experiencing intermittent diaphragmatic stimulation. The lead was advanced to its previous position and remains in use. No further patient complications have been reported as a result of this event.